Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure it was not possible to flush the delivery system and injected contrast leaked out the rear of the delivery system handle. The ipg and delivery system were removed from the patient but the device could still not be flushed. A new ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned with the device intact in the device cup. The delivery system flush tube was disconnected. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. The analyst noted both the flush test and articulation test failed. If information is provided in the future, a supplemental report will be issued.